Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh(manufacturer). The excor blood pump, s/n (B)(4) was in use by the patient from (B)(6) 2018 until (B)(6) 2018 (85 days). We have reviewed the production records of the excor blood pump, s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial examination, an air cushion was detected. The blood pump was tested for functional performance and did not meet its required functional performance. For further investigation, the pump was submitted for an external CT examination where an air cushion was detected between the air-side layer and middle layer and a smaller one between the blood side and middle layer of the membranes. A minimal amount of particles were also detected in the membrane interstices. The pump was then disassembled for further testing and the membrane layers were individually tested. A leak was detected in the air-side layer, along the rolling radius of the stabilization ring. Two leaks were also detected in the middle layer along the edge. Furthermore, graphite agglomerates were found between the membranes. The blood-side layer of the triple layer membrane was found to be intact. At the time of investigation, the membrane thickness was found to be within specification for the individual layers of the triple layer membrane including in the region of the defects. The cause of the failure was most likely the graphite particles that formed due to an abrasion between the layers. This caused increased friction at points, which finally led to the defect in the air-side and middle layer. As a result of this defect, air got in and formed an air cushion, causing the reduced pump performance (incomplete filling and emptying).

Event description:
We were informed by our (B)(4) distributor that a reduced pump function was noted in an excor blood pump of a patient supported in the lvad configuration. The clinic also noticed a reduced membrane movement and decided to immediately exchange the affected blood pump. The affected blood pump was exchanged in the clinic by trained personnel. The replacement of the blood pump was without complications and the patient is doing well.